Manufacturer narrative:
An eval of the device cannot be performed as the devices were removed prior to subject enrollment in research study and were not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the subject is enrolled in the (B)(4) study. The subject had a revision knee replacement in 2010 after his previous implant was removed and a spacer inserted. This was due to a recurrent infection when at the time of surgery was controlled."